Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause of the event could not be identified. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of a pseudo aneurysm off of the right hepatic artery, the implant coil detached inside of a 5.0 cook beacon tip angiographic catheter. The implant was removed without intervention and without injury to the patient.

Manufacturer narrative:
Review of the returned implant found the strain relief damaged and folded in. No signs of thermal detachment were found on the strain relief. The rest of the pusher was found intact. The implant was found separated from the pusher and severely stretched. The investigation could not determine when or how the implant or strain relief was damaged. However, the observed damage is historically related to units that have been subjected to excessive tensile forces.